Event description:
It was reported that the speaker was malfunctioning, it was confirmed that the speaker emits no sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The customer reported the speaker was malfunctioning. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound, the speaker was defective. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty speaker. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.